Event description:
The vent was noted to be beeping in a room and the nurse came in and started bagging the patient. The rt came in and tried to power down and restart the vent but unit would only beep. At that time the screen was half black and have lighted with colored lines running through it from side to side and was not ventilating and in ambient mode. They switched out vent to another c1 and placed this unit in the dirty room where it continued to beep till the battery was depleted. I came in the next morning to learn of this and received the vent around 3pm and I booted the vent and down loaded the logs. I did not see any damage and or issues with the boot at this time.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Uf/importer report #: 2937708-2019-00085. Initial report to FDA. No follow up to be found in hamilton system or in maude. A user reported that a hospital staff member responded to a "beeping" in a patient room and observed the device in an inactive state. The screen was noted to be "half-black" and have "colored lines running through it from side to side ". No patient harm was reported. During ventilation, the device alarms with tf431001 (blower fault) and tf446029 (ambient failure detected) and enters ambient mode ("ventilation canceled" logged as tf485001). Ventilator changes to another c1. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. An investigation for this case is ongoing in order to find out the definite root cause.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue in (B)(4) is deemed a reportable event since the malfunction 'white/ distrurbed screen' which logs different tfs on the next start-up, causes the ventilator to become inoperable or stop working as intended. The root cause of the ventilator to stop ventilation and showing a white/ disturbed screen was a malfunction of the fpga on the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As the complaint (B)(4) was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in cer 83218 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in (B)(4) as it will be deemed a reportable event.

Event description:
The vent was noted to be beeping in a room and the nurse came in and started bagging the patient. The rt came in and tried to power down and restart the vent but unit would only beep. At that time the screen was half black and have lighted with colored lines running through it from side to side and was not ventilating and in ambient mode. They switched out vent to another c1 and placed this unit in the dirty room where it continued to beep till the battery was depleted. I came in the next morning to learn of this and received the vent around 3pm and I booted the vent and down loaded the logs. I did not see any damage and or issues with the boot at this time.